Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported the intraoperative aberrometer recommended a non-toric intraocular lens during cataract surgery. The pre-operative plan was for a toric intraocular lens (iol). The patent had residual correction post-operatively and blurred vision. The iol was explanted and exchanged for a toric iol. Additional information has been requested.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).